Event description:
It was reported that the right ventricular (rv) lead had a possible conductor fracture noted at device generator change procedure. There was high pacing impedance and high threshold. It was also reported that the right atrial (ra) lead had a likely insulation breach. The lead had intermittent capture and low p-waves. A lead warning was triggered for low ra impedance. The ra lead was programmed to unipolar pacing and sensing. Due to the patient's low pacemaker usage the physician decided not to replace the leads at this time and both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.